Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir has been getting more air bubbles due to heat and that she has had to change her infusion set more frequently. The patient's blood glucose at the time of incident was 403 mg/dl, which she treated via manual insulin injection. The patient's current blood glucose is 148 mg/dl. Troubleshooting was initiated. The drive support cap could not be verified for anomalies or damage. The customer was also unable to check their site for issues. A high pressure test was performed and the insulin pump passed. No products were returned or replaced.